Manufacturer narrative:
Concomitant products: product ID: 8709sc ,lot# n252897004, implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing gablofen (2000mcg/ml at 1000mcg per day). The indications for use included intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that the patient was not getting adequate relief of his lower extremity spasticity. The date the inadequate relief began was unknown. A catheter revision occurred on (B)(6) 2017 to resolve the issue, and the catheter tip was pulled down to the t-10 area. Following the catheter revision, the patient experienced a loss of therapy and then developed the following withdrawal symptoms: "itchy, bitchy, twitchy," fever, and increased spasticity." On (B)(6) 2017, the pump pocket was opened and the healthcare provider (hcp) was unable to aspirate the catheter from the catheter access port. The catheter was found to be occluded at the lumbar anchor site. The catheter was then revised, and good flow was observed. The total catheter was clear of drug, so priming of the total catheter volume took place. The patient's dose was to be decreased to 250mcg per day.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-jan-25. The contact information for the initial reporter was provided. The rep also noted that the occlusion cleared once the spinal anchor was removed and indicated that it was believed that the occlusion was caused by the anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-feb-17 reported the date of the procedure was (B)(6) 2017 and the preoperative diagnosis was baclofen pump malfunction and postoperative malfunction was baclofen pump malfunction. The procedure was listed as baclofen pump catheter revision. Estimated blood loss was 2ml and the sponge and needle count were correct at the conclusion of this case. There was no complications.. Patient was a (B)(6) man with a history of a closed head injury and spastic quadriparesis who was managed with intrathecal baclofen therapy by healthcare professional. Approximately one week ago ((B)(6) 2017) patient underwent revision of baclofen pump as it was nearing end of its battery life. At the request of the patient's mother and psychiatrist the intrathecal baclofen catheter was lowered from the upper thoracic level to the t 12-l1 junction. The catheter repositioning was requested due to the patient's desire to control lower extremity spasticity more effectively. The lowering of the catheter led to a large amount of redundant catheter within the abdominal pocket. The patient experienced symptoms of baclofen withdrawal several days after his pump replacement and catheter revision. Patient consequently underwent interventional radiology evaluation of the catheter and there was no back flow noted in the aspiration part of the pump. As such, the patient and patient's family were presented with the risks and benefits of a catheter revision and understanding the risks and benefits wished to proceed. After general endotracheal anesthesia was achieved the patient was placed in the lateral position. Patient's right side was positioned upwardly and body was held in place with a bean bag. An axillary roll was placed and both right abdominal incision and midline lumbar incision were prepped and draped in usual manner. The abdominal incision was opened first using a number 15 blade and monopolar cautery. The 40 ml pump was removed from the pocket and a large amount of redundant catheter was uncoiled. The side port access needle introduced into a side port and there was no intrathecal fluid that could be aspirated. The catheter was removed from the 40ml pump and approximately 31.5cm of the segment of tubing were cut. The proximal end of the intrathecal tubing revealed no evidence of flow after removing 31cm segment of tubing. As such, the lumbar incision was opened using tenolomy scissors. The underlying anchoring device was removed from the lumbar fascia and aspirating approximately 2.5ml of fluid. The anchoring device was re-secured to the lumbar dorsal fascia using 2-0 silk structure. The distal end of the catheter continued to drip spontaneously and it was connected to the pump sutureless adapter using the sutureless connection system. The small segment of catheter was then attached to the pump and placed within the pocket once again. Both wounds were copiously lavaged with antibiotic saline and the abdominal wound was closed with interrupted 2-0vicryl suture. Interrupted 3-0 vicryl sutures were used for the superficial skin layers and staples were applied to the skin. In the lumbar region several 2-0 vicryl stitches were placed in the deep subcutaneous tissue and interrupted 3-0 vicryl suture were place in the superficial subcutaneous tissue. Staples were also applied to the skin. Sterile dressings were placed and the patient was then place supine and waited for extubation. Patient was taken to the recovery room extubated and in stable condition. It was noted a baclofen pump revision procedure was performed. The pre-procedure diagnosis was baclofen pump failure and post-procedure diagnosis was baclofen pump failure. General anesthesia was used, and no tissue was removed. It was noted there was no complications and there was blood loss and was estimated to be around 10ml.